Manufacturer narrative:
The report of ¿cannot connect to ipg¿ was confirmed. The root cause of the reported issue was due to the hybrid supply voltage, vddx, measuring out of specification. The supply voltage vddx is produced on the juno ic (u2) and is utilized in the juno fram (ferroelectric random access memory) and juno rom (read only memory). The clock oscillators and synchronization circuitry are supplied by vddx. As stated in the analysis, the juno processor is primarily responsible for the system control which includes circuits for modulation and demodulation of 64k telemetry. It also interfaces to a bluetooth module via a serial peripheral interface (spi) which is used to communicate with the orion patient controller. An engineering analysis found that over the last 8 years, there have been only 6 occurrences of the juno ic failing. This failure rate does not indicate there is a reliability issue with this component. No further action is required at this time.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Therapy was restored post-op.